Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that "pump alarmed occlusion, rn observed tubing swollen like a small balloon..." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during the infusion, and while attempting to remove it from the pump, it burst and sprayed abx in the nurse's face. No further information was provided. The following information was provided by the initial reporter: "pump alarmed occlusion. Rn opened the door containing the tubing to troubleshoot, observed tubing swollen like a small baloon size of grape. Rn attempted to remove the tubing from pump when it suddenly with a small bursting explosion sound sprayed abx all over the nurses face."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during the infusion, and while attempting to remove it from the pump, it burst and sprayed abx in the nurse's face. No further information was provided. The following information was provided by the initial reporter: "pump alarmed occlusion. Rn opened the door containing the tubing to troubleshoot, observed tubing swollen like a small baloon size of grape. Rn attempted to remove the tubing from pump when it suddenly with a small bursting explosion sound sprayed abx all over the nurses face."